Manufacturer narrative:
The picture taken by the arjo investigator on-site, clearly shows the pool lift to be extremely rusty all over and confirm their findings that the hoist was in a very poor state with extensive corrosion on the mast and boom assemblies. The sub-chassis had extensive corrosion and had unauthorized modifications, including non-standard castors and a changed foot rest that had been riveted to the device upside-down. A re-creation of the incident by the tech was unsuccessful due to the snapped lifting wire. The lift was 22 years old at the time of the event, had signs of neglect and misuse in addition to the rust and corrosion, and its maintenance had not been performed by an arjohuntleigh service tech. All of these issues indicate that the device labeling was not followed. Furthermore, the tech came to the conclusion that the condition of the lifting wire directly relates to this incident. A simulation was performed and the results show the consequences from poor maintenance if the device labeling is not followed (rust can possibly form, which would compromise the product's safety). The device's serial number indicates that the lift was produced in 1988, while a visual inspection of the pictures clearly shows that this lift is outside of its intended lifetime. Based on these findings, medibo strongly recommends a retraining of staff involved with the pool lift at the facility, with special attention to the maintenance and service procedures.

Event description:
While lowering the hoist a grinding noise was heard. After further review, the lifting wire appeared to have severed. No patient was involved.